Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro piece of coating, approximately 1 mm in size, broke off of the jaw. The leg was opened to try to retrieve the piece, but it could not be located. The hospital does not believe that the piece remained in the patient, but could not find it. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the upper tip of the cold jaw silicone boot was detached and peeling. The jaws had minimal signs of clinical usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).